Event description:
Pt had a pacemaker inserted in 1999. Since that time pt had significant swelling about the pacemaker site and extreme swelling in legs. Pt could not sleep laying down. Death occurred on 3/8/2000. Attending physician noted no pacemaker activity on EKG recording from paramedic equipment.

Event description:
Add'l info rec'd from MFR 10/12/00: rx 45 jbip, the lead shows a small kink about 5 cm from the connector. Otherwise the lead is fully within the visual inspection criteria. There is no defect in the silicone insulation. The pin connector dimensions are as requested by is-1 standards. The fixation helix is fully functional. The lead tip does not show any deviation from specs. The dc resistances between the different tip and connector potentials are as specified. There is no indication for a permanent or intermittent contact interruption or short circuit between the leads. The pacing system consisting of the pacemaker, atrial lead and ventricular lead is not related to the pt's death.